Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent graph vessel procedure on (B)(6) 2016 and suture was used. During the procedure, the needle bent when suturing trapezius muscle. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. Visual inspection was performed and no defects were found.